Event description:
A customer from (B)(6) reported to biomérieux they obtained colored eluates for whole blood extractions when using nuclisens® lysis buffer (lot z018la1lb) on the emag® platform. The customer reported that they originally saw discolored eluates in easymag® but are now observing the same issue with emag®. The majority of eluates were discolored and inhibited the downstream pcr process. The customer reported that patient results may have been affected. The customer stated there was a likelihood that wrong results were reported to a physician however due to sample storage and disposal, it is not possible to return to previously reported samples and re-test. It is not known if any patients were treated incorrectly due to wrong results. The customer stated there was a delay for reporting results, as turnaround times due to eluate discoloration are frequently greater than 24 hours. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The correct report date for 3002769706-2017-00250 supplement 1 is 09/19/2017, not 09/18/2017.

Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux they obtained colored eluates for whole blood extractions when using nuclisens® lysis buffer (lot z018la1lb) on the emag® platform. An investigation was performed. An investigation was conducted for nuclisens® lysis buffer 4x1l, reference 280134, lots z018la1lb, z018lb1lb, z018kb1lb, z018na1lb and z019ea1lb. Customers observed an increase of colored eluates obtained after whole blood samples extractions with easymag® and emag® instruments. Several tests were conducted with nuclisens® lysis buffer 4x1l (ref 280134) from several batches, including lot z018la1lb. In total, twelve lysis buffers were tested. Among them, two lysis buffers were tested on emag® (workflow 1a fully automated) and ten on easymag® (v1 and viral whole blood pre-treatment protocol with specific b protocol). Based on the worst case observed in the field which is easymag®, as it includes manual handling steps, only one colored eluate was obtained with v1 pre-treatment protocol from 80 samples tested by using several 1l lysis buffers. In conclusion, tests did not reproduce the issue observed by customers when the extraction step is performed using the validated pre-treatment protocol. Based on the investigation results, we identified three root causes that lead to colored eluates : poor whole blood sample quality, including hemolyzed, vortexed, not freshly collected samples or samples submitted to freezing/thawing cycles; easymag®-related, including tubing clogging or magnets misalignment on easymag®; handling practices either during sample pretreatment or automated nucleic acid extraction, especially when a customized protocol is used. The validated pre-treatment protocol for whole blood samples is viral whole blood protocol with 140 l of silica which must be used on easymag® and workflow 1a fully automated or workflow 5 must be used on emag®.